Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.5/081 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue and debris on lens). Claim # (B)(4).